Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when ligating the cystic duct, a clip was loaded into the jaws of the device prior to enclosing the duct. Upon release of the handle, the jaws stayed closed. The handles was manually opened with a deal of force and device removed. Rather than continue with this device another device was opened and procedure completed without incident. There were no adverse consequences to the pt.